Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The following investigations were conducted: visual inspection: the received samples out of the set were taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: at the used perifix one ø0.84mm (20g) 80mm p a part with the catheter tip is cut off. The cut off area shows a smooth structure. The length of the received catheter is 885 mm, nominal the length is 1010 mm +7.5 -12.50 mm. The cut off part was not handed over by the customer. The surface of the cut leads to the assumption that this damage was caused by a sharp object during the application process. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this we assume of a problem during the application process. Based on the conducted investigations the checked sample is within the specification. Therefore, the complaint is considered as not confirmed.

Event description:
According to the event description: epidural space found easily (loss of resistance). Easy catheter ascent, followed by patient contraction. Post-contraction, catheter continued to rise, but blocked. Withdrawal impossible. The doctor decided to gently remove the catheter + needle in the same gesture. Easily performed. Observation of catheter after removal: tip missing. A CT scan confirmed the presence of a 1.5 cm post-apophyseal piece of catheter. Neurosurgeon advises surveillance, due to risk of infection or catheter migration.